Event description:
It was reported the patient felt a shocking sensation while leaning up against a microwave for 30 seconds. The patient stated she had a burning sensation at the lead location while the device was off. The patient had amplitude at 2.2 volts and now has 1.1 volts programed. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was likely not currently using the stimulation system. The reporter stated that there was limited information about the patient's current therapy status. Two days later, it was reported that the patient was going to have the entire system replaced. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v234161, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the event was caused by the patient "standing close to a microwave." It was noted that the health care provider (hcp) was unable to access the implantable neurostimulator (ins) because, the patient had "pain around the unit." It was noted that the issue with the lead was caused by "pulse injury to the nerve causing pain." It was noted that the patient's ins and lead would be replaced in (B)(6) 2012. It was noted that lead would be changed to the "contralateral side." It was noted that the patient experienced pain around the sacrum, down the leg and pain around the ins. The patient was not hospitalized due to this event. It was noted that the patient "had benefitted from the device, up until the event." It was noted that the patient had a "serious ongoing injury."

Manufacturer narrative:
Product ID 3093-28, lot# v234161, implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator (model# 3058, serial# (B)(4)) found it to be functionally okay with insignificant anomalies. Initial review of the device found power on reset (por) message. The device's shield/can had burn marks (suspected cautery). Analysis of the lead (model# 3093-28, lot# v234161) found lead body conductor coils crushed and conductors stretched.